Manufacturer narrative:
Additional information was obtained from the article author regarding the operative complications mentioned in the article: intra-operative complications occurred in one patient who had a renal artery injury and open conversion was decided due to significant bleeding (estimated blood loss was 3000ml). The mass was adherent to the renal artery, and during renal artery which was injured during dissection. The patient required blood transfusion intra-operatively. The arterial injury was repaired with suture after converted to an open procedure, and no auxiliary procedures such as nephrectomy were required. In one case, there was a conversion to open surgery due to poor surgical field exposure. The author explained that the patient's bowels were overdistended which inhibited proper dissection. Two (8%) patients had clavien-dindo grade>= iii major complications and five patients had clavien-dindo grade ii complications. Of the two major post-operative complications, one patient required chest tube insertion due to post-operative pneumothorax. The pneumothorax was spontaneous due to bullous cysts, and no thoracic injury was noted. The chest tube was inserted and removed on the second post-operative day following pneumothorax resolution. In the other patient who developed chylous ascites was reported as obese and fatty tissue was too abundant. The lymphatic tissues control could not be achieved by cautery and clips. The patient was put on conservative management including stopping oral intake, starting parenteral nutrition including medium chain fatty acids and somatostatin analogues. Despite the management, the lymphatic drainage was not controlled and led to a lymphangioembolisation. Lymphatic drainage decreased gradually and the drain was removed 10 days after. Of the five clavien-dindo grade ii complications, the patient that had renal artery injury intra-operatively received blood transfusions. Four patients received pharmacological (somatostatin ) treatment for prolonged lymphatic drainage and lymphocele development. It was also confirmed that there was no indication or report that a malfunction of da vinci systems, instruments or accessories could have contributed to the reported incidents. Article citation: kordan y, köseoglu e, esen b et al. Postchemotherapy robotic retroperitoneal lymph node dissection for non-seminomatous germ cell tumors in the lateral decubitus position: oncological and functional outcomes. World journal of urology 20feb2023. Available at : https://doi.org/10.1007/s00345-023-04329-8

Event description:
Refer to h10/h11 for follow-up information.

Event description:
On 21-apr-2023, intuitive surgical, inc. (Isi) became aware of a world journal of urology article titled, ¿postchemotherapy robotic retroperitoneal lymph node dissection for non-seminomatous germ cell tumors in the lateral decubitus position: oncological and functional outcomes¿ (kordan, y., et al., 2023). Within the journal article, operative complications involving da vinci-assisted surgeries were noted. A total of 25 patients with non-seminomatous germ cell tumors (nsgct) underwent post-chemotherapy robotic retroperitoneal lymph node dissection (pcr-rplnd) between (B)(6) 2011 and (B)(6) 2022 were evaluated retrospectively. The median patient age was 28.9 years, the median retroperitoneal tumor size was 2.6cm. All surgeries were performed by one of the two surgeons (t.e and y.k) who have extensive experience with open and laparoscopic rplnd. The da vinci xi systems were used in all cases. All surgeries were performed in the lateral decubitus position using a transperitoneal approach. Intra-operative complications occurred in one patient who had a renal artery injury and open conversion was decided due to significant bleeding (estimated blood loss was 3000ml). The arterial injury was repaired and no auxiliary procedures such as nephrectomy were required. There were two conversions to open surgery due to poor exposure to the surgical field. During the post-operative period, complications occurred in 7 patients (28%). Of those, two (8%) patients had clavien-dindo grade>= iii major complications. One patient required chest tube insertion due to post-operative pneumothorax. The chest tube was removed on the second post-operative day following pneumothorax resolution. In the other patient, chylous ascites resistant to conservative management led to a lymphangioembolisation. Lymphatic drainage decreased gradually and the drain was removed 10 days after the lymphangioembolisation. There were 5 clavien-dindo grade ii complications. One patient received blood transfusions and 4 patients received pharmacological (somatostatin ) treatment for prolonged lymphatic drainage. The median length of stay was 4 days. In the article, it was also mentioned that two patients relapsed and both had out-of-field recurrences at unusual sites (perinephric fat and omentum). One patient died (4%) of testicular cancer and a patient died from cardiac problems. There was no mention of malfunctions of da vinci systems, instruments or accessories in the article. Intuitive surgical, inc, (isi) made attempts to obtain additional information from the article author, but has not obtained anything additional at the time of the report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complications cannot be determined. There was no claim against the product and no indication of a product issue, and thus there is no indication that the device directly caused the reported event. A follow-up MDR will be submitted if additional information is received. This complaint is considered a reportable event due to the following conclusion: intuitive surgical became aware of a world journal of urology article, and it was mentioned there were one intra-operative complications, two conversions to open surgeries and 7 post-operative complications (clavien-dindo grade ii and grade iii). Medical intervention such as chest tube insertion, lymphatic drainage and pharmacological treatment was done to address the complications. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field b3 is blank as the event date is unknown. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.